Manufacturer narrative:
H6: investigation summary: bd japan received actual sample and 4 photos for investigation. The photos and sample were reviewed and the indicated failure mode for tube breakage was observed. Additionally,4 retention samples from bd inventory, were evaluated by visual examination by centrifuging and the issue of tube breakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube breakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that the bd vacutainer® k3 edta / aprotinin tube broke after centrifugation. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about tube breakage after centrifugation. According to the customer's report, when twisting the cap of the glass tube to take it off after centrifugation, the tube was broken."

Event description:
It was reported that the bd vacutainer® k3 edta / aprotinin tube broke after centrifugation. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about tube breakage after centrifugation. According to the customer's report, when twisting the cap of the glass tube to take it off after centrifugation, the tube was broken."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.